Manufacturer narrative:
B5. Result of investigation the device used in treatment has been received for evaluation. A visual inspection found no defects, the functional evaluation established a relationship between the device and the failure reported. The test pump cartridge would not turn and lock into place, this was caused by corrosion inside the interlock assembly. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history has been reviewed, which show previous instances of this failure recorded. These failures are under constant review; however, it is deemed that no further action is necessary in relation to this complaint, which has now been finalised and recorded as corrosion. The versajet system is a high-pressure device, which uses saline in its operation. The instructions for use, details guidance on the maintenance and cleaning of the device. With specific guidance on the matter of corrosion. It is highly recommended that these instructions are followed to prevent re-occurrences of this failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the key will not turn so the patient was not able to be treated with the versajet, it is unclear if there was a delay or not, it cannot be confirmed either if the patient was already anesthetized or not. As there was no back-up device available, the surgeon used an alternate device.

Event description:
It was reported that key will not turn.